Event description:
Per the audiologist, in 2007, the patient reported a "crackling" when using the cochlear implant system. Results of an integrity test done a month later, were consistent with normal receiver/stimulator function with two anomalous electrodes. The anomalous electrodes were deactivated from the patient's sound processor program. Results from repeat integrity tests done in 2008 were consistent with the first test. The patient's device was explanted two months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.